Event description:
It was reported that implantable neurostimulator (ins) system did not work on one side, so that side had been "shut off." No further information was known. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review revealed this event was previously reported under manufacturer report # 3007566237-2013-00655. If additional information is received it will be reported under this manufacturer number.